Manufacturer narrative:
The reported event of failure to capture was not confirmed. The device was returned in one piece for analysis. Electrical testing, visual and x-ray inspecting was normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for device upgrade procedure. During procedure, the newly placed left ventricular (lv) lead exhibited increased capture threshold. Repositioning was attempted, but the lv lead was dislodged and was pulled out. The lv lead was not implanted and an alternate near at hand was implanted on (B)(6) 2021. Patient condition was stable.